Event description:
During the procedure the device experienced intermittent continuity. The device was removed and replaced. There is no report of pt injury. The device is being returned for co's analysis.